Event description:
The device was returned because it did not detect when the set was latched. The event occurred during testing. The results of the investigation confirmed that the latch lock sensor was defective. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective latch lock sensor was found. The customer's problem was replicated. The latch lock sensor was replaced to fix the issue.